Manufacturer narrative:
(B)(4)

Event description:
It was reported that: they experienced that ars is not "sealed" properly at the connection of needle and syringe and that ars sucks in the air when used. The issue was identified during use but there was no reported patient harm or intervention needed. Associated complaints 3006425876-2023-01227, 3006425876-2023-01229 and 3006425876-2023-01230.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that: they experienced that ars is not "sealed" properly at the connection of needle and syringe and that ars sucks in the air when used. The issue was identified during use but there was no reported patient harm or intervention needed. Associated complaints 3006425876-2023-01227, 3006425876-2023-01228, 3006425876-2023-01229 and 3006425876-2023-01230.

Manufacturer narrative:
(B)(4). The complaint of faulty syringe/needle connection was not able to be confirmed by a complaint investigation of the returned sample. The customer returned one arrow raulerson syringe (ars) for analysis. The introducer needle involved with this complaint was not returned. No definite signs of use were observed. Visual inspection of the ars did not reveal any defects or anomalies. Visual analysis could not be performed on the introducer needle as it was not returned for analysis. The tip of the ars syringe was compared to a lab inventory ars and no differences were noted. The returned ars syringe was tested with a lab inventory needle. The connection appears to be secure. Additional testing could not be performed on the introducer needle involved with this complaint as it was not returned for analysis. The instructions for use (IFU) provided with this kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause could not be determined at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: they experienced that ars is not "sealed" properly at the connection of needle and syringe and that ars sucks in the air when used. The issue was identified during use but there was no reported patient harm or intervention needed. Associated complaints 3006425876-2023-01227, 3006425876-2023-01228, 3006425876-2023-01229 and 3006425876-2023-01230.